Event description:
Asr revision. Left. Asr xl. Reason(s) for revision: alval / soft tissue reaction. Update received: (B)(6) 2014 - amended revision date: (B)(6) 2008, cross referenced and please note cup remained in situ so should not be reported on this com, cup revision will be reported on separate com. Resurfacing to xl patient - cup remained in situ, please see (B)(4) for the 2nd of 2 revisions, where the cup was revised.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Left. Asr xl. Reason(s) for revision: alval / soft tissue reaction. Update received: 6th january 2014 - amended revision date: (B)(6) 2008, cross referenced and please note cup remained in situ so should not be reported on this com, cup revision will be reported on separate com. Resurfacing to xl patient - cup remained in situ, please see (B)(4) for the 2nd of 2 revisions, where the cup was revised. Update received: 15th january 2014 - added reason for revision: femoral neck fracture on resurfacing (within 3 months of post op). Update received: 15th april 2014 - added (B)(6) reference number, marked as legal, filled mapped to mw fields and changed cup complaint category - product related to non contributing - implant not removed.

Manufacturer narrative:
Depuy still considers the investigation closed.